Manufacturer narrative:
Date of event: correction.

Event description:
Correction: it was also reported that the patient underwent a heart transplant on (B)(6) 2019. No further information was provided. The device will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
Section b5: correction. Section h6: additional information. Updated manufacturer's investigation conclusions: the report of an outflow graft thrombosis and an outflow graft obstruction could not be confirmed through this evaluation as no photos or images were submitted and the pump was not returned for evaluation. Although the reported outflow graft thrombosis and outflow graft obstruction could not be confirmed, the reported issues could have contributed to the low flow events seen within the submitted log file. Additionally, a direct relationship between hm3 and the reported embolic stroke and hematoma could not be conclusively determined through this evaluation. The controller event log file contained data on (B)(6) 2019 from 5:14:44 am to 9:12:07 am. The pump was set to a fixed speed of 5400 rpm and operated at or above the low speed limit of 5000 rpm for the duration of the log file. The log file captured persistent low flow alarms, starting at 6:20:49 am and continuing through 8:35:54 am, when the patients calculated flow dropped below the low flow threshold of 2.5 lpm for 10 seconds or longer. The controller periodic log file contained data from (B)(6) 2019 to (B)(6) 2019. This log file captured a decrease in flow from typically the 3.7 lpm to 4.9 lpm range from (B)(6) 2019 to (B)(6) 2019. From (B)(6) 2019 to (B)(6) 2019 the patient¿s flow appeared to decrease to the 2.2 lpm to 3.9 lpm for most of the data captured during this time period. The lvad event log file contained data from (B)(6) 2019 to (B)(6) 2019. The flow ranged from 1.4 lpm to 4.2 lpm. The lvad periodic log file contained data from (B)(6) 2019 to (B)(6) 2019. This log file captured a similar drop in range of flow starting around (B)(6) 2019 consistent with the drop in flow from the controller periodic log file. The heartmate 3 lvas IFU lists pump thrombosis, device malfunctions, bleeding, and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4, h4, additional information. Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed persistent low flow alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The controller event log file contained data on (B)(6) 2019 from 5:14:44 am to 9:12:07 am. The pump was set to a fixed speed of 5400 rpm and operated at or above the low speed limit of 5000 rpm for the duration of the log file. The log file captured persistent low flow alarms, starting at 6:20:49 am and continuing through 8:35:54 am, when the patient¿s calculated flow dropped below the low flow threshold of 2.5 lpm for 10 seconds or longer. The controller periodic log file contained data from (B)(6) 2019 to (B)(6) 2019. This log file captured a decrease in flow from typically the 3.7 lpm to 4.9 lpm range from (B)(6) 2019 to (B)(6) 2019. From (B)(6) 2019 to (B)(6) 2019 the patient¿s flow appeared to decrease to the 2.2 lpm to 3.9 lpm for most of the data captured during this time period. The account reported that the patient underwent an outflow graft stenting on (B)(6) 2019 due to persistent low flow alarms, which resolved the issue initially, but the patient experienced further persistent low flow alarms approximately one month later. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remained ongoing on (B)(6) until receiving a routine heart transplant on (B)(6) 2019. The heartmate 3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the report of an outflow graft thrombosis and an outflow graft obstruction could not be confirmed through this evaluation as no photos or images were submitted and the pump was not returned for evaluation. Although the reported outflow graft thrombosis and outflow graft obstruction could not be confirmed, the reported issues could have contributed to the low flow events seen within the submitted log file. Additionally, a direct relationship between (B)(6) and the reported embolic stroke and hematoma could not be conclusively determined through this evaluation. The controller event log file contained data on (B)(6) 2019 from 5:14:44 am to 9:12:07 am. The pump was set to a fixed speed of 5400 rpm and operated at or above the low speed limit of 5000 rpm for the duration of the log file. The log file captured persistent low flow alarms, starting at 6:20:49 am and continuing through 8:35:54 am, when the patient¿s calculated flow dropped below the low flow threshold of 2.5 lpm for 10 seconds or longer. The controller periodic log file contained data from (B)(6) 2019 to (B)(6) 2019. This log file captured a decrease in flow from typically the 3.7 lpm to 4.9 lpm range from (B)(6) 2019 to (B)(6) 2019. From (B)(6) 2019 to (B)(6) 2019 the patient¿s flow appeared to decrease to the 2.2 lpm to 3.9 lpm for most of the data captured during this time period. The lvad event log file contained data from (B)(6) 2019 to (B)(6) 2019. The flow ranged from 1.4 lpm to 4.2 lpm. The lvad periodic log file contained data from (B)(6) 2019 to 1(B)(6) 2019. This log file captured a similar drop in range of flow starting around (B)(6) 2019 consistent with the drop in flow from the controller periodic log file. The account reported that the patient was hospitalized on (B)(6) 2019 with suspicion of device thrombosis within the outflow graft. A CT scan was performed on the patient¿s outflow graft which reportedly revealed an outflow graft thrombus. The patient was treated with changes to their medication and underwent an outflow graft stenting on (B)(6) 2019 due to reported device thrombosis within the outflow graft. This surgery reportedly resolved the patient¿s low flow alarms at the time, however, the low flow alarms later returned. Additionally, the patient reportedly developed hematoma near the insertion site of the stent procedure in the patient¿s right sided femoral artery. A single suture was placed, and the patient achieved homeostasis. The account reported on (B)(6) 2019 that the patient recently had persistent low flow alarms reoccur, which is consistent with the findings within the submitted log file. On (B)(6) 2019, the patient underwent an additional severe outflow graft stenting, however, this surgery was performed due to a suspected outflow graft twist and/or outflow graft kink. The surgery was performed successfully, however, first day post-operation the patient developed speech difficulty with facial drooping and left sided weakness. The patient had a CT performed and it was decided to take the patient to the operating room in order to perform a mechanical thrombectomy of two acute right internal carotid arty occlusions. The patient reportedly recovered without sequela following the operation. The patient remained ongoing on (B)(6) with no further issues until ultimately receiving a heart transplant on (B)(6) 2019. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use and the heartmate 3 lvas patient handbook are currently available. This IFU lists pump thrombosis, device malfunctions, bleeding, and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information was provided. The patient was having a CT for transplant eligibility and thrombus was found in the outflow graft. The patient was referred for stent placement and a stent was successfully placed on (B)(6) 2019. After the stent placement procedure, the patient displayed a hematoma at the insertion site on right groin area. Continual pressure was applied and a femostop compression device was placed. Per verbal report of CT there was evidence of extravasation. The sub-investigator on the clinical trial team did not concur with the report and elected for surgical exploration. In the or there was no evidence of venous bleeding but there was evidence of arterial bleeding. A single suture was placed to achieve hemostasis. On (B)(6) 2019, the patient was noted to have recurrent stenosis of the outflow graft and a second stent was placed that day. The patient presented with compression and twisting of the outflow graft resulting in severe stenosis and required additional stenting on (B)(6) 2019. After on (B)(6) 2019 stent procedure, the patient was found to have speech difficulty, facial droop, and left sided upper and lower extremity weakness with mildly decreased sensations in the left lower extremity. The glasgow coma scale score was 15 and national institute of health stroke scale was 14. The patient was taken to CT and the decision was made to operate. A transcatheter mechanical thrombectomy was performed on the two acute right carotid artery occlusions. On (B)(6) 2019 it was reported that an unspecified device malfunction was suspected. No further information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient had been having persistent low flow alarms. A outflow graft stent was placed on (B)(6) which initially resolved the alarms. Currently, the alarms have become persistent again. Log files confirmed low flow events on (B)(6) 2019 for approximately two hours. There did not appear to be any kind of equipment issue causing the events. No further information was provided.